Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported that a 6f angio-seal vip was selected for use. An angiogram was performed of the right femoral artery puncture site to confirm that the pt was suitable for angio-seal closure. The physician proceeded with the angio-seal deployment following the standard steps. A hematoma was identified twelve hours after the procedure. The hematoma was resolved with thirty minutes of manual compression. The pt died 45 hours post procedure. The physician reported that the pt's death had no direct relationship to the device, but to the pt's age, weak condition and other serious diseases.